Event description:
Customer states randomly stops and does not power down.customer hasnt tried to duplicate but had some 14 and 205codes. Advised to field load test batteries and try toduplicate. Dealer to troubleshoot further.